Event description:
It was reported that the patient presented for an implant procedure. During the procedure, more rotation was required to extend the helix. Interrogation revealed a high capture threshold on the right ventricular (rv) lead. The rv lead was unscrewed for repositioning; however, additional rotations were required to retract the helix fully, and the lead became bent during the process. Consequently, the rv lead was not used and was replaced during the procedure. The patient remained stable throughout.